Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 435-500's mg/dl and moderate to large levels of ketones due to an unknown cause. Bg level was addressed by delivering correction boluses and administering manual injections. Reportedly, the customer had noticed insulin on their shirt but were unable to determine a location of any insulin leaking. A system check was performed and it was found that the cartridge pigtail was leaking insulin. The customer declined to further troubleshoot the issue once the leak had been confirmed. A new cartridge was successfully loaded to address the issue.